Event description:
It was reported that when the patient presented for a routine follow up, several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were made.

Manufacturer narrative:
(B)(4).